Manufacturer narrative:
(B)(4). Age at time of event: (B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07452. It was reported that a burr became stuck on the wire. The 90% stenosed target lesion was located in the severely calcified mid left anterior descending artery(lad). A 1.50mm rotalink burr and a 330cm rotawire were selected to treat the target lesion. During the procedure, upon advancing the burr catheter, it was noted that the burr became stuck on the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has wire kinked in the middle of the device, also it has the distal tip bent and stretched. The overall length and outer diameter of distal tip couldn't be measured due to the device condition. The outer diameter of middle of the device and outer diameter of proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07452. It was reported that a burr became stuck on the wire. The 90% stenosed target lesion was located in the severely calcified mid left anterior descending artery(lad). A 1.50mm rotalink burr and a 330cm rotawire were selected to treat the target lesion. During the procedure, upon advancing the burr catheter, it was noted that the burr became stuck on the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.